Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was reprogrammed so contact 8 was not active. The rep reported that how ever between then and sunday, the patient started seeing settings not available message on the controller again for all groups. The rep provided programming that the patient came in with: group a: 300 pw 35 rate 1- 3+ 9- 11+ group b: 250 pw 35 rate 1- 3+ 4+ 9- 11+ 12+ group c: 1000 pw 35 rate 0- 1- 3+ 4+ 9- 11+ 12+ the rep reported that the patient guessed they were seeing settings not available around 5-7ma and the controller never went higher than 7ma. The rep ran impedances multiple times during the call with the following results: first measurement - contact 8 is fine, 11 is over 40k, 5 and 14 show avoid second measurement - 10 and 11 are over 40k, 5 and 14 show avoid ref 11 - all over 40k ref 5 - all within normal except 10 and 11 are over 40k and 14 shows 90 ohms third measurement - 10 is fine, 11 is over 40k, 5, 6, 14, 15 show avoid ref 5 - 6 is 520, 11 is 40k 14 is 90, 15 is 610 ohms ref 6 - 5 is 520, 11 is 40k, 14 is 590, 15 is 90 ohms ref 14 - 5 is 90, 6 is 590, 11 is 40k, 15 is 690 ohms ref 15 - 5 is 610, 6 is 90, 11 is 40k, 14 is 690 ohms the rep reported that the patient didn¿t have any falls. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that at this time, the patient was continuing to use the ins as it is. The rep noted that the patient had another surgery not related to his spine or ins that he was going to focus on and once he finished his physical therapy after that surgery, he would follow up with a decision about potentially having the leads revised. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Information was reported that the rep met with the patient this past wednesday due to the patient seeing "settings not available" on their controller. The first time the rep ran an impedance test it showed a short between 5-14 = -9 90 ohms and >40k ohms on pair with 8, 10, and 13. The rep was able to reprogram around these electrodes and then checked whether the patient could increase their stimulation. Previously, the patient wasn't able to get above 0.2 ma on those programs that included the open circuits that were seen on wednesday. The rep ran impedances again and then 5 and 14 were not coming up as a short though the caller didn't look at the values. Pairs with 8 and 10 were still showing as >40k ohms. The patient was getting settings not available at 5.8 ma with the new programming. Despite this, the patient was getting good stimulation coverage again and getting therapy. The caller said she used pairs that were between 700-1200 ohms for programming. The patient is using low density settings of 300us, 1000us, and 42hz. The reprogramming resolved the issue of the patient not getting stimulation even though the settings not available is still showing at higher levels of ma. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was being sent for an x-ray. No further complications were reported.